Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a no delivery alarm. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 549 mg/dl. The customer treated with a bolus. The customer stated the alarm was resolved by a complete set change. The customer requested to return the set and reservoir back for analysis. The customer's items were replaced.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir, inspected the snap cap and septum for anomalies none were found. Performed occlusion test by filling the reservoir with diluent, connecting to a new infusion set and installing into a medtronic 5 series insulin pump; performed a manual prime fluid flowed through the infusion set and out the catheter tip conclusion the reservoir is not occluded.